Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system computer was required to be replaced. Once the representative replaced the computer, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that, during a case, the camera cart monitor keeps cycling to the pcoip screen. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Analysis on the returned pcoip resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that the pcoip client was tested and logs indicated a software reboot at 1 min 29 sec. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.